Manufacturer narrative:
Model number: 72400098; lot number: 0177742017; catalog description: control pump fgs, UDI: (B)(4). Model number: 72400024, lot number: 0185671001, catalog description: balloon fgs 61-70 cm, UDI: (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised on (B)(6) 2018 due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device information model number: 72400098, lot number: 0177742017, catalog description: control pump fgs, UDI: (B)(4). Model number: 72400024, lot number: 0185671001, catalog description: balloon fgs 61-70 cm, UDI: (B)(4).

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised on (B)(6) 2018 due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the aus device was explanted due to fluid loss. The device was not cycling and appeared to have a hole in it once it was explanted.

Event description:
It was reported that the artificial urinary sphincter (aus) device is going to be revised on (B)(6) 2018 due to unspecified reasons. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. It was further reported that the aus device was explanted due to fluid loss. The device was not cycling and appeared to have a hole in it once it was explanted.

Manufacturer narrative:
Device analysis: returned product consisted of a belt cuff fgs 4.5 cm. Functional and visual testing did not confirm any issues with the product. The reported fluid loss was not confirmed. Returned product consisted of a control pump fgs. There were no significant findings or leaks identified with the device. The reported fluid leak was not confirmed. Returned product consisted of a balloon fgs 61-70 cm. The device was visually and functionally inspected and found a leak in the shell adapter junction due to fatigue and a tear in the balloon. The reported fluid leak was confirmed. Based on a lack of damage on the returned device and the successful functional test, the most probable cause for this complaint was considered no problem detected, cause traced to component failure. This complaint investigation conclusion code is utilized when the device complaint or problem cannot be confirmed. Based on the results of this investigation, no escalation is necessary. Medical device: model number: 72400098, lot number: 0177742017, catalog description: control pump fgs, UDI: (B)(4). Model number: 72400024, lot number: 0185671001, catalog description: balloon fgs 61-70 cm, UDI: (B)(4).